Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation and displayed an error message. It was noted that the patient had undergone radiation treatment for cancer recently. The device was explanted. The patient was stable post procedure.